Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: initial visual examination of the returned device noted a shaft hypotube break located approximately 225mm distal for the the catheters strain relief. Further examination of the device noted that the proximal edge of the stent was severely damaged, a number of struts were considerably stretched. Minor kinking was also noted along the entire length of the shaft. Microscopic examination of the balloon profile found no evidence of damage present. No further damage was noted with the returned device which could have contributed to the reported complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 18-jan-2013. Vascular access was obtained via the femoral artery. The 80% stenosed de novo 3.0 x 28mm diffusetarget lesion was located in the moderately calcified and non tortuous mid right coronary artery. A .014 non bsc guide wire was inserted with no difficulties. Pre dilation was performed with a 2.0 x 15mm maverick balloon. The 3.0 x 32mm promus element stent delivery system (sds) was advanced three times, but was unable to cross the lesion due to significant resistance. Pre dilation was performed with a 2.5 x 12mm non bsc balloon. After a small resistance at insertion, the procedure was completed with a 3.0 x 28mm promus element stent. No patient complications were reported and the patient's status is fine. However, device analysis revealed stent damage and shaft fracture.